Event description:
It was reported that the patient was experiencing inadequate stimulation. The patients implantable pulse generator (ipg) had healed in a tilted position, causing difficulty with charging. Additionally, the patient reported soreness at the incision site. The patient underwent an ipg revision procedure wherein thoracic leads were implanted. The ipg remains implanted in the patient and in use. The patient was doing well postoperatively.